Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. The lens haptic was torn during insertion into the eye. The lens was removed with no pt injury. Another lens, same model and size was implanted.

Manufacturer narrative:
Eval, method: lens work order search. Results: other: visual inspection of the returned product found loop haptic torn off and missing. Optic torn at haptic junction. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint, history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).